Event description:
Customer reported having low blood glucose symptoms with results of 7.9 mmol/l and 8.2 mmol/l obtained on the aviva strips. The customer's husband was able to treat her with a chocolate bar and low blood glucose symptoms improved within 10-15 minutes. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.